Manufacturer narrative:
Catheter: model: 8709, serial #: (B)(4), implanted: 2001 (B)(6), explanted: unk. Final analysis of the device revealed a high battery resistance, the battery exceeded the 317ohm upper limit. The drug delivered via the device per analysis was baclofen.

Event description:
A prophylactic removal of pump was noted and the device was returned for disposal only. Patient sustained no injury and the outcome was noted as recovered without sequela.